Event description:
On (B)(6) 2021, a (B)(6) female patient received hyalgan (hyaluronate sodium) solution for injection, via intra-articular route, at the dose of 1 injection, for osteoarthritis, together with 1 injection of diprostene (betamethasone dipropionate) via intra-articular route, for osteoarthritis. On the same date, the patient experience a respiratory arrest. At the time of this reporting, the outcome was resolved. Reaction as described by the primary source: after the injection of a corticosteroid (diprostene) with hyalgan, the patient presented with discomfort followed by respiratory arrest. Concomitant medications include: algesic plus (codeine, paracetamol); algicare; aléogine. Medical history include: asthma (asthmatic patient). No further information is available.